Event description:
The customer reported via phone call that they had a button error alarm. Customer stated they did not hold a button down for three minutes or longer. Customer's blood glucose was 120 mg/dl. The customer reported falling into the water while connected to the insulin pump. The customer stated the buttons were unresponsive after. The customer stated fluid was not present under the lcd screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window.